Event description:
It was reported that the patient was admitted after a system controller change at their facility because of broken pins in the system controller power cables. It wouldn't connect to battery power. The system controller was exchanged. The patient did not experience any symptoms as a result of the exchange. No log files could be submitted, and the new system controller solved the reported issues. No device would return as pins were visibly broken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of broken pins on the system controller (serial number: (B)(6) was not able to be confirmed. No log files or other documentation were submitted for review and the system controller was not returned for analysis. Provided information indicated that the damage prevented the controller from connecting to external power, and that the controller was exchanged without issue, resolving the reported event. A root cause for the damage was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.